Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to an intermittent high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had stored ventricular tachycardia (vt) and nonsustained vt episodes showing noise on the right ventricular (rv) lead. The episodes were suspected to be due to the patient's environment as they occurred before (B)(6) 2018, stopped for a while, and started again in (B)(6) 2019. Technical services reviewed the available episodes in the remote monitoring system and confirmed the noise was actually caused by the minute ventilation (mv) sensor signals. There were over 900 ventricular episodes and all episodes with available egms showed the mv sensor pattern. Troubleshooting to evaluate the rv lead was recommended. Technical services discussed programming off the mv sensor, then trying to reproduce noise with patient maneuvers while monitoring the pacing impedance and threshold measurements to see if changes could be induced. If noise or jumps in lead measurements could be created, a lead revision could be considered. Otherwise, programming options to mitigate the noise included keeping the mv sensor off or adjusting rv sensitivity to avoid the device sensing the noise. The field representative provided the recommendations from technical services to the physician, letting the physician know that the patient would need to be seen in the clinic for troubleshooting and possible reprogramming. No adverse patient effects were reported. The manufacturer of the associated rv lead and the implant date for this device were not able to be obtained.